Event description:
Healthcare professional (hcp) reports one incident of a blood leak. Incident occurred during treatment, approximately thirty minutes before completion of treatment. Leak was noted with alarm and positve hemastix. Blood was not returned to the pt, with an estimated blood loss of 150cc. Treatment was resumed and completed with new disposables without further incident. No pt injury or medical intervention reported per hcp.